Manufacturer narrative:
Block b3: date of event - approximately sometime after initial implant 15mar2016.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate stimulation resulting in a lack of tremor control. There were several attempts at programming the therapy to achieve more optimal tremor control but were unsuccessful. The patient underwent a revision procedure where the two port implantable pulse generator (ipg) was replaced with a 4 port 32 contact ipg to accommodate additional lead implant at a later date. The patient was doing well postoperatively. The explanted device was retained by the medical facility and was not returned. The physician assessed that the leads that were initially implanted were not optimally placed and may have been the cause for the lack of tremor control.